Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Removed b24, added b01.